Event description:
It was reported that cartridge alarm 20 occurred and that issue did not occur during cartridge load process, and caller had not previously reported similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Caller loaded new cartridge using proper technique with assistance from technical support, successfully resumed insulin therapy, and original cartridge lot information was unavailable.